Event description:
It was reported that during a laparoscopic bypass ¿ stomach, using a gold cartridge with seam guard on the ninth firing making the pouch on the stomach the device jammed (no staples deployed or cut line started). The device was removed and the cartridge was taken out and a piece of the orange sled was in the crotch of the anvil. The cartridge had broken. The device was cleaned, reloaded (gold cartridge) and fired. This firing went fine. The leak test was negative and the patient was fine. The device was reloaded for the last firing to close the bowel and the device would not fire and would not open. The emergency manual was used to open the device. The bowel was not harmed. A second same/like device was opened and fired for one time and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the long60 device was returned with the knife not fully retracted, thus the device would not open. An ecr60b cartridge reload was received unfired and with the one piece sled missing, making the cartridge reload nonfunctional. In addition, the clamping mechanism was noted to be damaged. The knife was returned to its home position and the device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. Upon firing of the device, it was disassembled to verify the internal components and the closing trigger post was broken leaving the return spring loose inside the device. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.